Event description:
It was reported that an implantable neurostimulator (ins) first overdischarge was suspected. The patient stated it was dead and had not used the device in six months or longer. The patient felt it ¿never held a charge right.¿ the cause of the overdischarge was noncompliance. The patient also stated that she had an occasional tugging sensation at the right side placement ins pocket that was uncomfortable at times. There was discomfort. There was not a 50% or greater symptom reduction. It was also reported that the symptoms the patient experienced were unknown. The location of the issue was the right side implant. When speaking to the patient about getting the device back up and running and the possibility of doing a pocket revision to see if the problem of the tugging sensation could be rectify the patient declined and stated she was ¿tired of messing with it.¿ the power on reset was not cleared. The patient did not want to put the effort into it. The patient would rather have the device removed. The clinician programmer was used to try to access the patient¿s device without success. There was a probable removal of the device at some time in the future. The date for removal was unknown. There was no troubleshooting performed. A physician mode recharge (pmr) was not performed. The issue was not resolved. The event occurred during normal use. The cause of issue of the tugging sensation was not determined. The product status of the ins was implanted and remains in service. The patient was not receiving effective therapy. The patient status at the time of this report was alive with no injury. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 355531, lot# n311318, implanted: (B)(6) 2011, product type: screening device. Product ID: 355028, lot# n311281, implanted: (B)(6) 2011, product type: accessory. Product ID: 3487a-45, lot# v763710, implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v690039, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 254640001, implanted: (B)(6) 2010, product type: accessory. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
The available information does not reasonably suggest that this event resulted in a serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider that reported that the patient¿s stimulation had not been working for 2 years and that the implantable neurostimulator was not charged.